Event description:
During review of the patient's programming history available in the manufacturer's database, it was observed that a programming anomaly occurred on (B)(6) 2011. Interrogation on (B)(6) 2011 was performed, and then a system diagnostic test and normal mode diagnostic test were performed. A final interrogation was not performed, as recommended in manufacturer labeling. Upon initial interrogation on the next visit on (B)(6) 2011, the settings were at unintended settings. The settings were then reprogrammed to intended settings at this visit.